Event description:
Caller reported a cgm error 42, but after a complete pump reset guided by cts, the error did not reappear. There was no adverse impact to the customer's blood glucose level. The caller successfully started their sensor session, resolving the issue.